Event description:
The pt reported that their nausea symptoms returned following walking through a new security system at a store. Subsequent attempts by the hcp to reprogram the device were unsuccessful. There were no reported injuries to the pt.